Event description:
The side rail panel detachment was claimed by the customer staff. The issue was detected by the customer staff when the patient was getting out of the citadel plus bed. No one was hurt or injured. The bed was excluded from further use.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor that could lead to the side rail damage might be related to an excessive force applied to the side rail. This is in line with the side rail condition, it was mechanically damaged (the screws holding the side rail panel were ripped) and circumstances in which the event occurred (the side rail could be loaded by the patient who sat on it when exited the bed). It is unknown if the side rail could be damaged before and detached when was loaded by the patient who get off the bed. The instruction for use for citadel plus bed frame (IFU, 831.374_en rev. H) states that "the caregiver should always aid patient in exiting the bed." The bed has multiple functions to help optimal care and safety for both patient and caregiver. For example, it is possible to adjust the bed height. The procedure how to transfer the patient from the bed is also described in the IFU. The IFU includes also preventive maintenance procedures for side rails: the operation of the side rails should be checked daily by the caregiver. If the malfunction is identified, arjo or approved service agent should be contacted. Based on the analysis of the complaints concerning side rail detachment, the external excessive force must first compromise the integrity of the safety side prior to breaking it. The side rail was detached from the bed, therefore the arjo device did not meet specifications. The arjo device was used by the patient when the event occurred and played a role in the event. The complaint was assessed as reportable due to the detachment of the side rail. No injury occurred.